Manufacturer narrative:
This supplemental report is being submitted to provide the legal manufacturer's final investigation. Additional information: d8 and h6. The device history record was unable to be reviewed for this device since the lot number was not provided. However, olympus only releases products to market that meet all manufacturing specifications and final product release criteria. A definitive root cause was not identified, however based on the results of the investigation, the probable cause of the "no image on the provation system" malfunction would likely be a connection or software setup issue. The customer verified and reconnected the sdi connection to the imogeni box and provation computer connection. The customer also reinitialized the provation software and had an image. Olympus will continue to monitor field performance for this device.

Event description:
It was reported, the video system center was not getting an image on the probation system. The issue occurred during an unspecified diagnostic procedure. There were no reports of patient harm.

Manufacturer narrative:
The device was not returned. Should additional relevant information become available, a supplemental report will be submitted.